Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that a bent was found on push catheter and the suture hole was torn. The suture, guide catheter and threaded connector were not returned for analysis. A photo provided by the complaint reporter showed that the guide catheter was stretched and kinked. No other problems with the device were noted. The reported event was confirmed. Based on all the gathered information, most likely, user manipulation during preparation and/or technique performed to the delivery system caused the push catheter to kink. The user may have then experienced difficulty when retracting the guide catheter and deployment of the stent. This may have led the user to apply additional force/tension and as a consequence, the suture hole tore. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2022-07652 and MFR. Report # 3005099803-2022-07557). It was reported to boston scientific corporation that a flexima biliary stent and a jagwire was used during an endoscopic retrograde cholangiopancreatography (erc), biopsy, and plastic biliary stent placement procedure in the biliary, performed on (B)(6) 2022. During the procedure, upon deployment of the stent, when the guide catheter was pulled, the stent would not detach from the guide catheter and failed to deploy. It was noticed that the distal part of the guide catheter started to elongate and had to be cut with a wire cutter. The jagwire guidewire was also stuck. The procedure was not completed due to this event. It was reported that the patient was transferred to a different facility, incan (national cancer institute, and it was unknown if there was an intervention nor if there was a plan for reschedule to complete the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the guide catheter was stretched and kinked.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2022-07557). It was reported to boston scientific corporation that a flexima biliary stent and a jagwire was used during an endoscopic retrograde cholangiopancreatography (erc), biopsy, and plastic biliary stent placement procedure in the biliary, performed on (B)(6) 2022. During the procedure, upon deployment of the stent, when the guide catheter was pulled, the stent would not detach from the guide catheter and failed to deploy. It was noticed that the distal part of the guide catheter started to elongate and had to be cut with a wire cutter. The jagwire guidewire was also stuck. The procedure was not completed due to this event. It was reported that the patient was transferred to a different facility, incan (national cancer institute, and it was unknown if there was an intervention nor if there was a plan for reschedule to complete the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the guide catheter was stretched and kinked.